Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 52 mg/dl. The customer states she has some small to medium air bubbles. The customer states she is unsure why blood glucose is low. The customer declined to complete troubleshooting, but stated she has treated. The customer was not having trouble at the time of the call and wanted more information in order to clear the air bubbles. The device will be returned for analysis.